Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea. In addition, the recipient had an infection, which likely contributed to the electrode migration. This is a final report.

Event description:
The hearing performance was affected.

Event description:
The hearing performance is affected. Reportedly, a revision surgery is planned due to exposed electrodes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.